Event description:
The customer reported via phone call that he had three reservoirs that leaked from the transfer guard. The customer was unable to troubleshoot as he had already discared the leaking reservoirs. Blood glucose level at the time of the incident was 104 mg/dl. The customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used transfer guards and performed a visual inspection and found the transfer guard needles bent at 90 degree angle. Unable to perform a pre-fill test due to said condition. Unable to confirm the customer received the transfer guard needle bent due to the product being opened/used. Also inspected 2 opened/used reservoirs and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test per dop 114-811 as follows: 1 of 2 reservoirs filled with diluent and connected to a new infusion set, installed reservoir and connector into 5xx pump. Conclusion reservoirs not leaks. Remaining reservoir missing parts (stopper-plunger, plunger and set of o-rings) unable to perform a leak test.